Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during unspecified surgical procedure, it was observed that there was an abnormal noise coming out of the battery oscillator device while running in normal use. There was no delay in surgery. It was not reported if a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was making an unusual noise, the housing for the saw had was corroded, lock for saw handpiece was worn, motor was worn, the ball bearing was corroded and the device failed the oscillations frequency test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of event was reported as unknown in the initial report and has been updated to (B)(6) 2017. The date of this report was reported as may 18, 2017 in the initial report and has been updated to (B)(6) 2017. The date received by manufacturer was reported as may 18, 2017 in the initial report. The correct date was (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.